Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks after this right ventricular (rv) lead was first implanted, the patient presented to the emergency department due to muscle twitching and pain. An interrogation showed the rv lead exhibited loss of capture (loc) and a sudden increase in the pacing threshold; impedance was normal. A chest x-ray and echocardiogram revealed the rv lead had dislodged and perforated the heart tissue leading to the additional findings. The patient was scheduled for a lead revision, but the procedure has yet to be performed. The system remains in service. No additional adverse patient effects reported.